Event description:
On (B)(6) 2022, genmark was advised of unexpected negative results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. However, the sample was positive for coronavirus oc43. The sample was tested on an unspecified cepheid genexpert assay, where sars-cov-2 was detected, as well as on an unspecified abbott idnow assay where results were not provided. Data was analyzed per internal procedures and confirmed there were robust internal controls indicating the run performed as expected. All test results were communicated to the physician, and genmark was advised that patient treatment was not affected.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91193329 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).